Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned and the reported lot number was confirmed from the packaging label. During visual/microscopic inspection, the coil delivery wire was found to be kinked/bent, the main coil was found to be broken/fractured, the main coil was found to be kinked/bent and the proximal contact wire was found to be broken/fractured approx. 1 cm from the distal end. Coil in catheter friction functional test was unable to be performed due to breakage. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event of coil in catheter friction could not be confirmed; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The device was analyzed and the main coil was found to be kinked/bent and broken/fractured. This complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. Therefore, an assignable cause of procedural factors will be assigned to the reported event of coil in catheter friction, and to the analyzed events of main coil kinked/bent, and main coil broken/fractured during use. An assignable cause of 'handling damage' will be assigned to analyzed event of coil delivery wire kinked/bent and coil proximal contact broken/fractured as these defects appear to be associated with handling of the product or portion of the product during the procedure.

Event description:
Analysis of the returned device found the main coil broke/fractured during use. There were no clinical consequences to the patient reported as a result of this event.